Manufacturer narrative:
This follow-up report is being filed to relay additional information and product evaluation results, which were unknown a the time of the initial medwatch. Examination of returned device found no evidence of product nonconformance. During the evaluation, wear was noted on the modular head and acetabular cup, most likely attributed to malpositioned components, subluxation, third-body debris, and/or joint laxity. However, a conclusive determination could not be made without further information. This report is 2 of 2 mdrs being filed for the same event (reference 3002806535-2015- 04102).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2015 due to an unknown reason.

Event description:
It was reported that patient underwent primary hip surgery on (B)(6), 2010. Revision procedure was performed on (B)(6), 2015 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.